Manufacturer narrative:
The device was not returned to olympus for inspection. However, an olympus field service engineer (fse) went onsite to evaluate the device. A definitive root cause could not be identified. However, it is likely that the most probable cause could be due to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the reprocessor exhibited a missing toric joint in the internal water filter housing. There was no patient involvement.